Event description:
The patient was seen by a company representative and complained of heating and reddening around her neurostimulator (ins) site while recharging since the ins was repositioned 5 weeks ago. She had been investigated for an infection and that was not a concern at the time. The area around the ins had become red and hot when she was not recharging. Her settings are aggressive so she recharges every 7 to 10 days although the ins battery is just under half the capacity when does so. The read area lasts between 1 hour and 24 hours before it fades away. It was suggested to the patient to recharge more frequently, every few days. That would mean that she would only be recharging every 15-20 minutes. It was also suggested that she use ice packs over the ins site for 10 minutes before and after recharging. These were not successful in reducing the redness and heat. The company representative was unable to access the stored information and look at the temperatures during recharging. The patient was given a spare recharger system and was using it with only a faint red circle appearing after recharging that lasted 5 minutes and she did not feel any heat. The patient recovered without sequela.